Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported experiencing high blood glucose readings. Customer reported symptoms of nausea and dry mouth. Customer's blood glucose readings at the time of the call were 400 mg/dl and have treated with a manual injection. The drive support cap and all settings appeared to be normal. The high pressure test was performed and passed. Customer stated that her blood glucose readings went up to 500 mg/dl and she treated with a manual injection. Customer woke up in the morning with blood glucose readings of 80 mg/dl. No further information reported.